Event description:
Reportedly, during the follow up of the subject device, error messages were displayed by the programmer upon each attempt to perform a continuity test. Pacing impedance measurements and other tests were performed without any issue. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.